Manufacturer narrative:
The device was returned for analysis. Updated complaint conclusion: as reported by an affiliate, an orbit galaxy detachable coil (640cx2535/15880930) was stretched while being inserting into the middle cerebral artery aneurysm. It was reported that the coil was partly in the unknown prowler microcatheter and partly in the aneurysm, and was not entangled with other coils. There was a continuous flush maintained through the microcatheter and there was no resistance/friction between the microcatheter and the coil prior to the stretching. The coil was removed as a unit with the microcatheter and there were no patient adverse events. There was no damage to the microcatheter and the same microcatheter was used to complete the procedure. It was reported that the procedure was completed without further incident. The device was returned for analysis. A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 3.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 44.5 and 50cm from the proximal end of hub. The introducer was received partially zipped and no damages were noted on it. The support coil gripper and the embolic coil were found outside of the introducer, the support coil and gripper were found without damage, while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope and the following were found: the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported coil stretching was confirmed during the visual analysis. Although the root cause of the stretching cannot be confirmed, procedural factors such as applying excessive force on the device may have contributed to the stretch. Inspections are in place that prevents this kind of failure from leaving from the facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information was received on 1/28/2014: there was no damage to the microcatheter and the same microcatheter was used to complete the procedure. It was anticipated that the device would be returned for analysis, but it was not returned. Complaint conclusion: as reported by an affiliate, an orbit galaxy detachable coil (640cx2535/15880930) was stretched while being inserting into the middle cerebral artery aneurysm. It was reported that the coil was partly in the unknown prowler microcatheter and partly in the aneurysm, and was not entangled with other coils. There was a continuous flush maintained through the microcatheter and there was no resistance/friction between the microcatheter and the coil prior to the stretching. The coil was removed as a unit with the microcatheter and there were no patient adverse events. There was no damage to the microcatheter and the same microcatheter was used to complete the procedure. It was reported that the procedure was completed without further incident. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, it is not possible to confirm the complaint. Based on the information provided, procedural factors may have contributed to the coil stretching. There is no evidence to suggest that the complaint was related to a design or manufacturing issue, therefore, no corrective actions will be taken at this time.

Event description:
As reported by an affiliate, an orbit galaxy detachable coil (640cx2535/15880930) was stretched while being inserting into the middle cerebral artery aneurysm. It was reported that the coil was partly in the unknown prowler microcatheter and partly in the aneurysm, and was not entangled with other coils. There was a continuous flush maintained through the microcatheter and there was no resistance/friction between the microcatheter and the coil prior to the stretching. The coil was removed as a unit with the microcatheter and there were no patient adverse events. It was reported that the procedure was completed without further incident.

Manufacturer narrative:
(B)(4). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.